Event description:
It was reported that during the extraction of the right ventricular (rv) lead the physician reported visual insulation damage on the lead. The lead was explanted capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).